Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a colonoscopy procedure. According to the complainant, the device was falling apart. Reportedly, the wire of the snare broke when the loop was extended. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be stable following the procedure.

Manufacturer narrative:
The complaint device reportedly originated from one of three batches: batch: 16413066; batch manufactured date: 10/02/2013; batch expiration date: 09/29/2016. Batch: 16349119; batch manufactured date: 09/21/2013; batch expiration date: 09/18/2016. Batch: 15602025; batch manufactured date: 10/22/2012; batch expiration date: 10/17/2015. Reported event of wire broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a colonoscopy procedure. According to the complainant, the device was falling apart. Reportedly, the wire of the snare broke when the loop was extended. There were no patient complications reported as a result of this event. The patient&#38112;condition was reported to be stable following the procedure. Additional information received on (B)(6) 2014: procedure was completed using another captivator snare.